Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: there was a right common femoral occlusion post manta deployment. There was an extraction of the deployed manta components by way of surgical cut-down. Additional information on the 05jan2023: during a tavr procedure on (B)(6) 2023, ultrasound and micro puncture were utilized to gain central access in the right common femoral artery (rcf). Vessel size was 7mmx8mm with no reported calcification or tortuosity. There were no issues advancing or withdrawing procedural sheaths. Measured depth for the manta was 5.5+1=6.5cm. Act was greater than 400, 7000units of heparin and an unknown dose of protamine were given prior to deployment. Once the occlusion was identified another 5000units of heparin was given. Time to hemostasis was initially immediate. Approximately, 1 minute later it was reported that while positioning the procedure table to perform a post deployment angiogram the right groin showed pulsatile blood flow. The physician held pressure on the groin superior to the deployed collagen for 5 minutes. An additional angiogram was performed and demonstrated an occlusion of the rcf artery. Primary side was the rcf, the physician advanced a 5f diagnostic guide catheter through the secondary side left common femoral artery (lcf) over a variety of 0.035" guide wires. During the wire exchange the catheter position was lost and at that time the physician removed the wire, guide catheter and sheath from the secondary side. The patient was then referred to vascular surgery. Manta was explanted by performing a surgical cutdown. Patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micropuncture and ultrasound guidance were utilized to gain a central positioned access. Vasculature was 7mm x 8mm, no calcification or tortuosity, with a depth measurement of 5.5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Prior to closure, activated clotting time was greater than 400, and heparin was administered. Following deployment, protamine was administered, and hemostasis was immediate. Approximately one minute later, while positioning the procedure table to perform a post angiogram, pulsatile flow was seen in the right-side groin area. The physician applied pressure superior to the manta access site for five minutes. A post-angiogram verified an occlusion of the right femoral artery. The physician attempted to cross the occlusion with a wire in preparing to perform a percutaneous transluminal angioplasty, although was unable to pass over the collagen. Vascular surgery was called, and the patient was transferred to the or approximately thirty minutes post-deployment. During the cut down procedure, the surgeon confirmed the manta anchor and collagen were entirely in the vessel. The root cause of the occlusion is due to the manta anchor and toggle being deployed within the vessel. Numerous causes for intraarterial deployment have been established. However, due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, no device or angiograms submitted for this investigation, the exact cause for the intraarterial deployment remains undeterminable. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding. The IFU lists precaution: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedure requirements state activated clotting time (act) should be below 250 seconds prior to closure.

Event description:
It was reported that: there was a right common femoral occlusion post manta deployment. There was an extraction of the deployed manta components by way of surgical cut-down. Additional information on the 05jan2023: during a tavr procedure on (B)(6) 2023, ultrasound and micro puncture were utilized to gain central access in the right common femoral artery (rcf). Vessel size was 7mmx8mm with no reported calcification or tortuosity. There were no issues advancing or withdrawing procedural sheaths. Measured depth for the manta was 5.5+1=6.5cm. Act was greater than 400, 7000units of heparin and an unknown dose of protamine were given prior to deployment. Once the occlusion was identified another 5000units of heparin was given. Time to hemostasis was initially immediate. Approximately, 1 minute later it was reported that while positioning the procedure table to perform a post deployment angiogram the right groin showed pulsatile blood flow. The physician held pressure on the groin superior to the deployed collagen for 5 minutes. An additional angiogram was performed and demonstrated an occlusion of the rcf artery. Primary side was the rcf, the physician advanced a 5f diagnostic guide catheter through the secondary side left common femoral artery (lcf) over a variety of 0.035" guide wires. During the wire exchange the catheter position was lost and at that time the physician removed the wire, guide catheter and sheath from the secondary side. The patient was then referred to vascular surgery. Manta was explanted by performing a surgical cutdown. Patient was reported as fine post procedure.